Event description:
On september 26, 2008, the lay-user/patient contacted lifescan (lfs) alleging that the one touch unltramini meter is giving inaccurate high readings. On september 30,2008, this medical affairs specialist contacted the patient to clarify information obtained from the initial phone. The patient claimed that she started to obtain elevated blood glucose readings in 2008. Based on the readings between "220 to 270 mg/dl" obtained on the subject meter between three days, the doctor advised the patient to increase her diabetes medication from 2.5 mg twice per day to 5 mg of glyburide twice per day. On the day of event at about noontime, the patient was sleeping, and had not been awake since the night before. The blood glucose the patient obtained from the night before on the subject meter was "200 something mg/dl." The patient indicated that her husband attempted to wake her up, but could not bring her around. The patient's husband was able to finally bring the patient around after he gave her candy and soda. The patient's husband drove the patient to the hospital after she reportedly obtained a blood glucose reading of "200 something mg/dl" on the subject meter, ate something, and took her diabetes medication. Upon arrival at 1:00pm, the patient obtained a blood glucose reading of "104 mg/dl" on a hospital meter. The patient did not bring the subject meter with her to the hospital. The patient was admitted into the hospital where she was kept for observation. On the evening of that day, the patient's blood glucose reportedly "bottomed out" at "60 mg/dl." The patient was given d glucose throughout the hospital stay. The next morning at 5am, the patient allegedly bottomed out again at "39 mg/dl" and was treated with IV dextrose. The patient was reportedly diagnosed with hypoglycemia. The patient was eventually discharged from the hospital at 5pm after the doctor advised the patient reduced her glyburide medication by half and was tested at "141 mg/dl" on the hospital meter. When the patient got home 10 minutes later, she tested with the subject meter at "271 mg/dl" based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <= 30mg/dl. During troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was cleaned appropriately , the meter was coded correctly, and the reported meter readings were confirmed in the meter's memory. The complaint is being reported because the patient claimed she was diagnosed and treated for hypoglycemia after the doctor increased her diabetes medication (glyburide) per the lfs meter reading. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject lfs products for evaluation, but has not yet received them. If the lfs product are returned, lifescan will evaluate them and, if the lfs products do not pass inspection, lifescan will inform FDA of the results in a supplemental report.